Event description:
It was reported that there was continuous activation, but no harm was caused to the patient.

Manufacturer narrative:
The reported condition was not confirmed since the unit was not returned for evaluation. The most probable root causes - ¿insufficient/no energy¿, condition can be, but are not limited to: 1. Probe short; 2. Open circuit; 3. Power output variation; 4. Wrong defaults settings; 5. Non-conforming hand piece cable; 6. Console error. Since the unit was not returned for evaluation, a definite root cause cannot be defined. The condition will be monitored through the product surveillance board, in order to determine actions to be taken based on condition re-occurrence and failure confirmation. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was continuous activation, but no harm was caused to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.